Event description:
The customer reported high blood glucose values and an auto off on the insulin pump. The helpline assisted the customer with programming the insulin pump. The customer's blood glucose value was 648 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.